Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
N impella cp device was inserted via the right femoral artery in a 57-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage b. The patient was noted to be on inotropes and vasopressors for hemodynamic support. During support, hematuria was observed in the foley catheter, raising concern for hemolysis. Laboratory evaluation, including lactate dehydrogenase and plasma free hemoglobin, were not obtained. Imaging and clinical assessment identified that the pump was contacting the mitral valve apparatus, including the papillary muscle and chordae tendineae. The device was repositioned, which resolved the positioning issue. While on support, the impella cp device was operating at performance level 5 with expected flows of approximately 2.5 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The device was successfully weaned and explanted. The patient survived to explant with no additional adverse events reported. Hematuria and suspected hemolysis are known risks associated with impella support and may be influenced by device interaction with intracardiac structures.

Manufacturer narrative:
Updated information: d3 MFR fax number added. H6 med dev prob code removed a150202. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.